Event description:
The customer reported a leak of approximately 50 ml from the coulter lh 750 hematology analyzer. The customer indicated that the source of the leak is unknown and fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched for this event. The fse discovered a disconnected primary aspiration needle duro tubing. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a disconnected primary aspiration needle tubing. (B)(4).